Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, non sustained ventricular oversensing was noted on the right ventricular (rv) lead due to noise. No intervention was performed and the lead remains implanted. The patient was stable and will continue to be monitored.

Event description:
New information received states that an asymptomatic patient presented in clinic for routine follow up with a history of noise suspected on the right ventricular lead. Noise was not reproduced over a year during in clinic testing. Upon interrogation, the physician suspected that it could be premature ventricular contractions (pvc's). Programming changes were suggested. No intervention was performed. The patient was in stable condition.